Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. Although a temporal association exists between fresenius products and the pt. Experiencing abdominal pain with subsequent hospitalization for suspected peritonitis; there is no documentation that indicates a causal relationship or any reported allegations between fresenius products and stated adverse events. Furthermore, the etiology/causality for suspected peritonitis with subsequent hospitalization cannot be determined with the information currently available; therefore unable to determine causality. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis patient reported that she was in the hospital. A follow up call was made to the patient's nurse who reported that the patient was hospitalized on (B)(6)2017 due to due to abdominal pain and suspected peritonitis. The patient was currently in the hospital.